Event description:
The subject pacemaker was implanted on (B)(6) 2011. The replacement procedure of the pacemaker was scheduled on (B)(6) 2021 due to normal battery depletion. On (B)(6) 2021, before the replacement procedure, the basic rate was programmed at 30 min-1. The physician attempted to program the pacemaker in vvi mode but after removing the programming head the pacemaker remained in vvir. The physician attempted to change the programmed parameters twice, without success. The pacemaker was finally explanted and should be returned for analysis.

Event description:
The subject pacemaker was implanted on (B)(6) 2011. The replacement procedure of the pacemaker was scheduled on (B)(6) 2021 due to normal battery depletion. On (B)(6) 2021, before the replacement procedure, the basic rate was programmed at 30 min-1. The physician attempted to program the pacemaker in vvi mode but after removing the programming head the pacemaker remained in vvir. The physician attempted to change the programmed parameters twice, without success. The pacemaker was finally explanted and should be returned for analysis.